Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas carried in a back pocket experienced a connector that broke off in the cartridge chamber, after which the user and school nurse were unable to remove the remaining piece until later when the cartridge was successfully removed. Symptoms included no adverse clinical effects, and the user reported a blood glucose of 140 mg/dl. Outcomes included temporary interruption of pump therapy, with the user transitioning to backup therapy without hospitalization. Investigation included customer care troubleshooting and education. Investigation of this case revealed a device component issue involving the connector within the cartridge chamber consistent with difficulty removing the cartridge, with no alarms or alerts reported and no impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or use conditions.